Manufacturer narrative:
(B)(4). Date sent: 10/9/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did any pieces fall into the patient? The surgeon didn¿t mention it if yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Was there a patient consequence? If yes, how was the issue addressed? According to the dr., he finished the procedure with small thoracotomy and insert ta to finish the dissection. Its important to remind that they knew in advance, it will be a problematic patient and he did the thoracotomy after they broke 2 endogia and 1 echelon on the tissue. According to the dr., beside the small thoracotmy there is no other consequences to the patient. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No this is a lobectomy surgery of a patient with a known history of chemotherapy treatments 10 years ago. Accordingly, it was clear that the tissues would be very scarred and therefore very difficult to cut. During the surgery, the surgeons tried to make an incision on the bronchos, as a result of the scarring of the tissue, two endogya devices (of medtronic) were broken, and then they brought our echelon device. After closing the device on the bronchos, dr. Fired a shot that stopped after a short time and the knife broke. After the knife broke, dr. Asked for another handle but was not in the hospital. As a result, and in order to make a small incision for the patient, dr. Continued to make the incision with a ta stapler and the incision itself was made with a scalpel knife. The surgery was completed without any significant delay or damage to the patient. As mentioned, according to the surgeon, the issue of scarring of the tissue was known in advance, he claimed that there was no connection to the device and as an example he gave the two staplers that were broken in an attempt to cut the tissue, before the attempt with the stool this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lobectomy surgery, the surgeons tried to make an incision on the bronchos, as a result of the scarring of the tissue, two medtronic were broken, and then they brought our echelon device. After closing the device on the bronchos, dr. Fired a shot that stopped after a short time and the knife broke. After the knife broke, dr. Asked for another handle but was not in the hospital. As a result, and in order to make a small incision for the patient, dr. Continued to make the incision with a ta stapler and the incision itself was made with a scalpel knife. The surgery was completed without any significant delay or damage to the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2025. Corrected data: 6. Health effect - clinical code, 6. Component code, and 6. Investigation findings.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2025. Additional information was requested and the following was obtained: did the healthcare professional wait 15 seconds after closing the device before attempting to fire? Don¿t know. Was the device able to be fired at all? Yes. Did the device cut the tissue? No. Were any staples deployed? Don¿t know. If yes, please describe the shape of the staples and their location on tissue? Was there any issue with opening the device? If yes, what trouble shooting steps were used to open the device? Don¿t know. What color reloads were used? Don¿t know.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #140d36. Corrected data d4: UDI#. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photos shows the jaws partially opened with a green reload loaded, the knife slot damaged. The third photo shows the closure trigger in closed position. No conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. In addition, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. After further evaluation, the analysis showed the knife wings were broken off. Only one wing of the knife was returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 140d36, and no non-conformances were identified.